Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is due to user error or a silk road medical device failure, hence will be reported out of an abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one day after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke and had left sided weakness. The patient's symptoms resolved within two days and there was no additional intervention performed. Silk road medical understands this patient was compliant with their dual anti-platelet medication regimen and did not experience any blood pressure, activated clotting time (act), and heart rate issues intra-operatively. It was reported that the physician also administered a platelet transfusion to the patient before the procedure. This action could negate the desired antiplatelet effect as is shared in the product IFU and standard medical management for carotid artery disease patients. The enroute transcarotid neuroprotection system IFU warns: systemic antiplatelet and anticoagulation therapy should be used before, during and after the procedure based on hospital and physician preferred protocol. At this time, it is unknown if the reported event is due to user error or a silk road medical device failure, hence will be reported out of an abundance of caution.